Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a dim green pump running led was confirmed. The system controller was returned for analysis and a log file was downloaded from the returned controller (8c131518) as well as submitted (8c050952) for review. A review of the downloaded and submitted log files showed overlapping events spanning approximately 2 days (B)(6) 2019 - (B)(6) 2019 per time stamp). The log files did not contain any data related to the reported event of a dim led. Pump operation was not affected. The system controller underwent preliminary and functional testing. A dim pump running led was noted. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The observed dim led did not affect the controller¿s ability to operate a system. The root cause for the reported event of a dim led was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the no external power was due to the patient mistakenly disconnected both batteries by mistake. She thought her arrows were black; when the customer looked at her controller, the green lights were really dim. Changed out her controller and it was returned for evaluation. The new controller had a huge difference in the brightness of the lights

Manufacturer narrative:
Section b1, d4, h1, h4: correction.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had no external power alarm and when she looked at the controller it did not appear that the green arrows were on. Patient came into office; the lights were on, but very dim and depending on the angle of the controller. At times, it looked like they were black. Due to dim arrow lights, controller was exchanged. Affected controller was sent back for evaluation. During the analysis of the log files, there was no external power alarms observed, while tethered on mpu (B)(6) 2019. This was caused by power to the mpu being briefly interrupted. There were no other unusual events recorded in the log file. The mcs equipment was operating as intended.